Event description:
The customer reported that the ventilator was alarming due to a high oxygen supply pressure. The customer reported the device was in use on a patient and there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported he disconnected the o2 transport manifold from the back of the unit which relieved pressure. The biomedical engineer reported it resolved the alarm condition. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. The pse advised the biomedical engineer complete performance verification testing.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.